Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2007. It was reported the ipg is exhibiting signs of battery passivation. Attempts to clear the battery passivation indicator have been unsuccessful. Follow-up on the patient found that he is continuing to work with his physician to determine the next course of action. According to the manufacturer's device registration system, the ipg remains in use at this time.